Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was there any patient consequence or change in the procedure/post-operative care of the patient as a result of the event? Patient suffered sub capsular liver tear resulting in bleeding and additional hospital stay and product cost because the device wouldn't release. Correction to product code: device received was a long60.

Manufacturer narrative:
(B)(4). Additional information: it was determined that this report is a duplicate of # 3005075853-2015-01030.

Event description:
It was reported that, from operating room/rn with patient on table for sleeve gastrectomy procedure, the device was locked on tissue and anvil release button did not open the instrument. Advised caller to pull the manual release lever until the knife returns to the home position. Caller stated manual release lever is jammed and will not move. Advised caller that all methods to remove device from tissue have been exhausted and to pull a new device. The device will be returned for analysis. It is unknown whether there are any adverse patient consequences.

Manufacturer narrative:
(B)(4).information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was there any patient consequence or change in the procedure/post-operative care of the patient as a result of the event?